Event description:
Healthcare professional reported right side pain. Additionally, healthcare professional reported "extremely dense class iii capsule with calcification" and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, wear abrasion, fold creases, and a curved opening on anterior. A microscopic analysis was performed which identified: a striated opening on anterior, non-penetrating nick striated on anterior, and stress marks. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Nicks striated on anterior assessed as surgical tool scratch like.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Healthcare professional reported right side pain. Additionally, healthcare professional reported "extremely dense class iii capsule with calcification" and capsular contracture, baker grade IV. Device has been explanted.